Manufacturer narrative:
(B)(4). Item #: unknown, unknown taperloc stem, lot #: unknown. Item #: unknown, unknown magnum m2a cup, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01241 cup.

Event description:
It was reported that the patient had a right tha and was revised three years later due to pain, elevated metal ions, increased symptoms of parkinson¿s disease, numbness and wear. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: d1, d2, d4, b4, b5, g4, g5, h2, h3 reported event was confirmed by maude report contained medical details. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.